Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported there was shocking and overstimulation and the patient was to meet with a manufacturer representative three days following report for diagnostic testing and troubleshooting. It was noted the patient status at the time of report was alive with no injury and there were no patient symptoms or complications associated with the event. Then further information received reported impedances were normal and no malfunctions were seen or causes of the issue determined. It was reported the manufacturer representative reprogrammed the patient and they were happy.

Event description:
Additional information received reported the manufacturing representative met with the patient today. It was noted, the patient¿s coverage was still good. It was further noted that group impedances were measured to be 575 and 489 ohms and individual impedances were all within range. The reporter stated, the patient asked for adaptive stimulation to be activated again. The reporter further stated the patient was benefiting from therapy and the patient believed the issue they were having was ¿unresponsive¿ and unrelated to stimulation.

Event description:
It was reported there were low out of range impedance values. It was noted the patient had a fading sensation. It was also noted movement caused stimulation changes. It was reported the therapy had been working great allowing for the patient to start walking instead of being in a wheel chair. It was noted this changed the previous day and the patient could not feel it on their right side sometimes. The patient moved their arm and the stimulation would increase. It was also noted the patient had been getting jolts. The patient had to go up to 7.4 volts on the right to get stimulation sensation. This was significantly higher than they had been programmed to. When the impedance was measured it was too intense for the patient and the higher levels had stimulation going into the patient¿s abdomen. The patient had fallen three weeks prior but nothing happened to the stimulation at that time. Follow up reported the patient was reprogrammed using one lead and group impedances were normal and patient had good coverage. There were no x-rays planned unless the patient continued to have issues. There were no diagnostics done. There were no malfunctions or cause of issues determined. The only intervention was reprogramming.